Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called reporting a button her insulin pump. Customer's blood glucose was 115 mg/dl. She said she has been working outside and may have got sweat on the device or pressed a button for longer than three minutes. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.